Event description:
It was reported to medtronic minimed that the customer reported the pump battery is depleting faster than normal. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test and self-test. Failed with high sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed low battery alerts on 08/08/2025 10:02:00, 08/05/2025 10:58:00 and 07/30/2025 20:47:00. Battery cycle 27.0 received the low battery alert (104) on 08/08/2025 10:02:00 faster than expected at 2.55 days. Battery cycle 26.0 received the low battery alert (104) on 08/05/2025 10:58:00 faster than expected at 3.04 days. Battery cycle 24.0 received the low battery alert (104) on faster than expected at 2.85 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped out pcba 1 with a test pcba 1 and functioned properly and passed the sleep current measurement test. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case and label damage (stained). Customer experienced an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected and unexpected battery lower loss were confirmed, suspecting hardware issue. Pump received with a high sleep current measurement, problem was isolated to pcba 1. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.